Event description:
It was reported that the colonovideoscope displayed scope communication error b30 when connected to the endoscope. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen occasionally becomes noised when the scope connector is shaken. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.